Event description:
It was reported that the patient had a surgical procedure to revise an artificial urinary sphincter (aus) due to recurring incontinence. The patient previously had a surgical procedure to implant an aus after a sling device due to recurring incontinence as well. No patient complications were reported.